Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that patient faced six infusion set cannula was kinked on (B)(6) 2024. The blood glucose level was 524 mg/dl at the time of event and was managed by correction bolus via pump. The event occured within three hours of insertion. The site of insertion was upper buttocks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 6.